Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received from litigation on 06/01/2018l: allegedly the patient was revised due to mom complications. Added the implant/ explant date.